Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/21/2016 with the following findings: evaluation revealed blank screen at power up alert; due to display screen damaged/cracked. The display screen was clear and legible when tested with test display. A battery compartment crack below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and damaged display. This report is made based on results of investigation completed on 06/21/2016.